Event description:
It was reported that the patient presented with a preoperative diagnosis of recurrent posterior dislocations of the right total hip arthroplasty. The patient underwent a revision of right total hip arthroplasty with insertion of a new acetabular component and femoral head.

Event description:
It was reported that a revision hip surgery was performed due to dislocation and pain.

Manufacturer narrative:
(B)(4).